Manufacturer narrative:
The lot number for the device has been provided. The device history records (DHR) were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during deployment, the limbs of an ivc filter became caught on the pusher pad and could not be separated. Reportedly, the filter was then pulled caudally two to three centimeters and it was observed that two of the filter legs were twisted. Additional access was made in the internal jugular vein and the filter was retrieved with a recovery cone. Another manufacturer's ivc filter was then implanted using the internal jugular vein access without incident. The patient is reported to be asymptomatic.